Manufacturer narrative:
Findings: unit had no button response due to corroded keypad traces. Unable to test the low reservoir alarm due to no button response. Unit had minor scratched display window, cracked case at display window corner, scratched reservoir tube window and cracked reservoir tube lip. (B)(4).

Event description:
It was reported that the keypad of the customer's insulin pump was unresponsive. His blood glucose was 207mg/dl at the time of reporting. The insulin pump was returned. No additional information was reported.